Manufacturer narrative:
(B)(4).

Event description:
Anatomy involved: rectum. According to the reporter: the surgeon closed the ta, then squeezed again to fire the device. He then cut the tissue along the edge of the device, opened the ta and no staples had deployed. Current patient status: because the resection was high on the rectum, they were able to put a reload in the stapler and completed the case. There was unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.